Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. No additional information was provided. Customer declined further troubleshooting.